Event description:
Customer's wife called to report the recent passing of her husband. Caller stated that the cause of death was due to a car accident, which may have been caused due to possible low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.